Event description:
It was reported that pump button did not respond immediately when pressed, based on email received from customer. There was no reported impact to the customer¿s blood glucose level. Customer declined follow up, so no troubleshooting was completed and no additional information or corrective actions were obtained by technical support.